Manufacturer narrative:
(B)(4).

Event description:
During index procedure one in.pact admiral paclitaxel-eluting pta balloon catheter to treat a lesion located in the distal sfa of the right leg. Approximately 5 months post index procedure the patient experienced a sup femoral thrombosis. The investigator indicated that the event was related to the treated lesion. Patient underwent target vessel revascularization with non mdt. Balloons and a stent. Investigator indicated that the reported event was not related to the study device, procedure or paclitaxel. Patient is reported to have recovered.

Manufacturer narrative:
Patient is an ex-smoker. The investigator assessed the previously reported event as not related to the study device or procedure. Cec adjudicated the event as subacute site thrombosis; 24 hrs to 30 days; target lesion bypass surgery; clinically driven, definite relationship to device and procedure.